Event description:
It was reported that during the operation of the burn patient, the tip did not work.

Manufacturer narrative:
A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.

Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The device was then functionally tested and the reported issue was confirmed. The root cause was determined to be excess adhesive on the low pressure valve ball preventing it from functioning correctly. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.